Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu), the customer noticed the suction connector got detached. No patient consequences were reported.